Manufacturer narrative:
Sc-2218-50 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-2218-50 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7165567. UDI: (B)(4).

Event description:
It was reported that the patient aspirated during a permanent implant procedure. The physician opted to abort the case, and patient is currently doing well.